Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight , a flat crease, a broken shell and a missing piece of the shell. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp break on the posterior side due to an unidentified (tear) opening. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.